Event description:
It was reported that during threshold testing prior to device change out procedure the right ventricular (rv) lead threshold test was successful. However when performing the left ventricular (lv) lead threshold test for the pacemaker dependent patient when 1.0 volts was reached the field representative pressed the stop button on the programmer but the screen was frozen and would not respond. There was still capture at 1.0 volts, but since the test continued to count down loss of capture (loc) was overserved along with 11 seconds of asystole. The patient was visibly uncomfortable. The programmer screen remained frozen and a reboot occurred. Pacing had resumed after rebooting the programmer. The programmer would be returned for analysis.

Manufacturer narrative:
Upon receipt, the programmer was visually inspected and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. The ECG and pacing system analyzer (psa) functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer system performed normally throughout all tests. Further data analysis was performed. Review found codes stored in the programmer's memory log files, however they were unable to be replicated during testing. The evaluation conclusion code was updated to reflect evidence of touchscreen unresponsive during threshold testing.

Manufacturer narrative:
Upon receipt, the programmer was visually inspected and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. The ECG and pacing system analyzer (psa) functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer system performed normally throughout all tests.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during threshold testing prior to device change out procedure the right ventricular (rv) lead threshold test was successful. However when performing the left ventricular (lv) lead threshold test for the pacemaker dependent patient when 1.0 volts was reached the field representative pressed the stop button on the programmer but the screen was frozen and would not respond. There was still capture at 1.0 volts, but since the test continued to count down loss of capture (loc) was overserved along with 11 seconds of asystole. The patient was visibly uncomfortable. The programmer screen remained frozen and a reboot occurred. Pacing had resumed after rebooting the programmer. The programmer would be returned for analysis.